Event description:
It was reported that during a low anterior resection procedure, the device's anvil was purse stringed to the patient and as they dropped the anvil into the pelvis, there was some leaking of stool out of the shaft of the anvil into the patient's abdomen. The patient will be given a two day supply of antibiotics and require a follow-up appointment. The device worked fine.

Manufacturer narrative:
(B)(4). Torn iris seal the analysis results of the device found that it was received with the iris seal torn. The tear initiated near to the upper inner seal and propagated in diagonal to the lower ring. No conclusion could be reached as to what may have caused the found condition of the iris seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hand assisted renal mass procedure, the device tore while the surgeon was putting his hand through the device. No pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.